Event description:
It was reported that unstable speed. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.00mm rotapro was selected for percutaneous coronary intervention (pci). Set rotational speed was set to 200,000rpm while outside of the patient. After two ablations completed, the rotational speed was fluctuating between 170,000rpm and 230,000rpm. The procedure was completed with another of same device. There were no patient complications reported.